Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported seroma was present at the ipg site. Patient was prescribed oral antibiotics and surgical intervention was undertaken on (B)(6) 2025, wherein the fluid was drained. Reportedly, seroma has been cleaned, and the area is healed.

Manufacturer narrative:
B3-date of event is estimated.